Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited noise and had failed to sense. The ra lead was removed and replaced during the procedure. The patient experienced no adverse consequences.

Manufacturer narrative:
The reported events of noise and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing was normal. Visual and x-ray inspections of the lead found no anomalies.